Event description:
During treatment of a anterior communicating aneurysm on a patient with a history of subarachnoid hemorrahage (sah), the first coil stretched (637cf0515/13030260). No attempt was made to retrieve it. The final position of the coil is now known. The patient expired from original sah and to the physician was not related to the orbit coil malfunction.

Manufacturer narrative:
There is not enough information available to determine if patient or procedureal factors contributed to the stretching of the coil. No conclusion can be made. No product was returned. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of the failure reported by the customer could not be conclusively determined. Cordis has initiated corrective action to address this type of issues on coil stretching.